Event description:
The customer reported that the teflon pad on the ultrasound knife came off within 10 minutes during a therapeutic right liver resection procedure. The intended procedure was completed using another device with a delay of 15 minutes. There was no report of patient or user injury due to the event.

Manufacturer narrative:
E1: (B)(6) hospital. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device referenced in this report was not returned to olympus for evaluation. However, pictures provided by an olympus field service engineer (fse) were analyzed and it was observed that the teflon pad was worn and detached. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to identify the cause. However, it is likely the peeling of the tissue pad occurred because the tissue pad was worn and partly peeled off because the seal & cut output was performed without gripping anything (including after the tissue was cut). The event can be detected and prevented by following the instructions for use which state: ¿ "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.